Manufacturer narrative:
Information contained in this report was previously submitted through psr on 10/29/2009. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: malposition and patient's concern with the product.

Event description:
Patient reported left side malposition. Healthcare professional later reported exchange from textured to smooth implants due to patient's concern with the product. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: yellow particle material on the shell, opening. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported left side malposition. Healthcare professional later reported exchange from textured to smooth implants due to patient's concern with the product. Device has been explanted.